Manufacturer narrative:
The device received an expanded evaluation. The allegation was confirmed for darkened tubing from the sieve beds to the pe valve and darkened, deformed tubing from the left sieve bed. The darkened and deformed tubing allowed sieve material to escape into the concenrator's system, causing the damage inside of the cabinet. This failure was consistent with one that has been previously investigated and components of the concentrator have been updated to prevent potential recurrence of this issue.

Event description:
An independent repair center reported the unit caught fire which appeared to originate by the pe valve. The outlet at the top of one of the sieve beds was broken, tubing appeared melted, the cabinet filter was burnt, the pe valve combusted and burned from the left side unit reaching the sieve bed, and there was smoke damage throughout the unit.

Manufacturer narrative:
This incident is being reported to the FDA out of an abundance of caution, as there is evidence from the information provided that the product tank experienced an over-pressurization event. This failure mode has been previously identified and investigated. The investigation activities concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely has to experience multiple faults to result in the failure observed. Even though the failure is unlikely to occur, components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. The device has been returned to invacare for further evaluation. Once the evaluation results are available, a supplemental record will be filed.

Event description:
An independent repair center reported the unit caught fire which appeared to originate by the pe valve. The outlet at the top of one of the sieve beds was broken, tubing appeared melted, the cabinet filter was burnt, the pe valve combusted and burned from the left side unit reaching the sieve bed, and there was smoke damage throughout the unit.